Event description:
After successful deployment of the stent, the accunet filter basket could not be recovered with the recovery catheter. An accunet ii recovery catheter was used, but it could not recover the filter basket. A envoy guiding catheter (6fr) was used to successfully recover the accunet filter basket. There were no pt effects. The additional product used to remove the filter basket is considered to be medical intervention to prevent serious injury.